Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer was using lyumjev insulin with the pump. Additionally, the customer failed to properly cycle the cartridge. Tandem customer technical support educated customer that lyumjev insulin is off-label per the user guide, and how to properly cycle the cartridge before use. The customer continued to use the pump for insulin therapy.